Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported in between the bottom lens, it looks like the seal is missing some seal. The little black seal between the lens, it is either cut out or missing. During an unspecified procedure involving an olympus duodenovideoscope. There was no patient injury reported.